Event description:
An eye care practitioner has reported a case of keratitis with secondary uveitis in the left eye of a pt asociated with ear of focus night & day lenses. The pt has initially visited the eye care practitioner in 4/2004 with red eye and infiltrate, but this resolved within a few days. In about 5 1/2 weeks, the pt experienced red eye again & was referred to a hosp based opthalmologist who saw the pt the same day. Prescribed garamycin, terramyxin-polymyxin-b salve initially & spersaclor subsequently. Request has been made for additional info, however no further info is available at this time.